Event description:
The customer reported low sodium (na) and elevated potassium (k) results, for multiple patients, involving the au480 clinical chemistry analyzer with ise. Subsequent analysis of the patient's samples, on the same instrument, recovered higher sodium results and lower potassium values. The erroneous results were released out of the laboratory, and the physician requested the patients be recollected. Amended reports were issued to the physician. The customer later confirmed there were no reports of patient injury or change to patient treatment associated with this event and stated one patient was sent back for recollection. The customer stated calibrations and quality control (qc) recovery were within the acceptable range at the time of the event. Beckman coulter customer technical support (cts) advised the customer to discontinue use of the instrument. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) replaced the sodium (na), potassium (k), chloride (cl), and reference electrodes. The fse noticed bubbles in the lines and replaced the ion selective electrolyte (ise) reference valve. Proactively, the fse replaced the reference electrode block. The fse completed system recalibration and quality control (qc) was within the acceptable limit. The fse completed precision study for system verification. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation.